Event description:
It was reported that the device was accidentally tipped over, causing damage to the exterior. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the card cage was knocked back bending and cracking the retaining tabs. The upper bracket was found bent. Flow meter replacement requested by customer. Control panel speaker on the control panel bracket replacement requested by customer. Mixing pump fitting damage. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the corrosion found around chiller condenser.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The device was evaluated upon receipt. Minor corrosion found around chiller condenser. Minor corrosion was cleaned around the chiller condenser including applying new foam. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun temperature management system service manual for additional information." A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was accidentally tipped over, causing damage to the exterior ((B)(4)). Per sample evaluation results received via task on (B)(6) 2025, it was reported that the card cage was knocked back bending and cracking the retaining tabs. The upper bracket was found bent. Flow meter replacement requested by customer ((B)(4)). Control panel speaker on the control panel bracket replacement requested by customer. Mixing pump fitting damage. Per sample evaluation results received via task on 04nov2025, it was reported that the corrosion found around chiller condenser.